Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control observed that the transfer relay cable, designator p22, became unseated and was not connected into the therapy clip, designator j22, on the therapy pcb assembly. After re-seating the connector, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while delivering cardioversion therapy to a patient, their device indicated "abnormal energy delivered". There was no adverse effects to the patient due to the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient; however, no response has been received.